Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a battery failure alarm sound. The fault occurred during infusion. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the backup capacitor. As a result, the backup capacitor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.